Manufacturer narrative:
Concomitant medical products: product ID: addr01, product type: ipg, implanted on the (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspected for over-sensing. It is currently functioning as programmed. The rv lead remains in use. No patient complications have been reported as a result of this event.